Event description:
It was reported that: "pt had revision due to osteolysis."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to manufacturer. Add'l info pertaining to the device referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.